Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned t-handle indicated that the t-handle fractured in the jaws of the handle, likely from static bending or torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. There was also cracking of the handle. This device was manufactured in 2011, showing sign of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, while being used, t-handle broke. No delay, no injury, it is unknown how the procedure was concluded.